Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Stent thrombosis is a known complication of stent implantation which has been reported for drug eluting stents. A review of the mfg documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Current mfg process controls to prevent this failure from occurring were deemed adequate. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.

Event description:
Clinical study. It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis (st) and myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated was a 2.8 mm, 57% stenosed, 19.6 mm long portion of the proximal circumflex (prox cx). The physician predilated the lesion with a 2.0 x 15 mm balloon at 12 atm. The physician then implanted a taxus express2 2.75 x 16 mm study stent in the target lesion. Post dilatation was not performed and it was confirmed with ivus that there were no problems or complications. The pt was discharged 2 days later. The next day, 3 days post index procedure, the pt experienced an mi, and a sub-acute st was diagnosed. The st was confirmed with ivus and 100% stenosis. Pci was performed and the thrombosis was aspirated and dilated. The physician said there was a possibility this was related to the taxus, procedure and antiplatelet medication (bayaspirin and panaldine). And also it seemed the dilatation was not enough with taxus stent. The pt was discharged with no further problems on panaldine and aspirin.